Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about bent needle npe (clog). No defective products were identified in lot number 2186591a used on june 7. (An investigation has been requested to determine if there were any problems with the product process depending on the lot.) Patient has been using this product since february 2023.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 18jul2023 h6: investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about bent needle npe (clog). No defective products were identified in lot number 2186591a used on june 7. (An investigation has been requested to determine if there were any problems with the product process depending on the lot.) Patient has been using this product since february 2023.